Event description:
Physical therapist using neuromuscular stimulator on pt. Left pt with unit operating for a reported time period of a few (45) secs. Pt yelled for assistance and tech looked at display. Settings had moved from 8/11 to being 8/63. Shut down unit and removed electrodes on side of her neck. Tested calibration with MFR (and reviewed testing procedure). Identified possibility that pads were defective.